Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement wall adapter, charging cable, and charging pad via two-day shipping and advised the customer to use multiple daily injections if the pump battery depleted before receiving the new supplies.